Event description:
The surgeon reported calcification of both the anterior and posterior surface of the lens. The pt's visual acuity decreased to 20/60. The lens remains implanted. No add'l info is available at this time.